Event description:
Physician was attempting to place a drain for treatment of a post-op abscess. After placing the drain and attempting to remove the catheter from the dilator; the catheter would not come off the dilator, and was buckling. Another drain was used. The patient was not injured.